Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4); serial: (B)(6), lot: t00005673.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on one lead. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data b5 - describe event or problem h11 - additional narrative/data component most likely (cml) removed from this additional report since both leads were associated with the issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, one lead was explanted and replaced, and the second lead was repositioned. During surgery one lead was fractured from visual inspection. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance.